Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported "noise" issue but was unable to reproduce the reported "a/av error" issue. The "a/av error" reported by the customer is not displayed. The noise is caused by a loose screw, which caused vibrations. The screw was tightened and it stopped making noise. No malfunction detected, everything is correct. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to start-up , the cs100 intra-aortic balloon pump (iabp) unit has an abnormal noise and gives a/av error. There was no patient involvement.